Manufacturer narrative:
A philips authorized technical consultant (tc) was onsite and observed that the non-invasive blood pressure was reading incorrectly. The tc replaced the nibp hose and connector. The tc then tested the device five times; all reading were within parameters and the device was returned to service. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a component failure. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a suresigns vsi nbp/sp02/temp/wireless indicating that the machine was giving abnormally non-invasive blood pressure readings low readings. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.